Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of free floating infected gore mesh, drainage of abdominal wall abscess, wound infection, recurrent ventral hernia defect repaired with placement of new mesh. Additional event specific information was not provided.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2001: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: left inguinal hernia. Postoperative diagnosis: left inguinal hernia. Left inguinal hernia repair with mesh patch and a plug, bard mesh perfix plug, lot #43bjd126. Attending surgeon: (B)(6), md. Anesthesia: general endotracheal anesthesia. IV fluids: crystalloid, 110 cc. Estimated blood loss: minimal. Complications: none. Findings: small indirect hernia with large cord lipoma. Specimens: cord lipoma. Disposition: the patient tolerated the procedure in hemodynamically stable condition, was extubated and transferred to the post anesthesia care unit. Clinic note: the patient is a 34-year-old man who has had a persistent left groin pain over the past month. He suddenly felt this pain while driving a bobcat. His left groin pain initially was just attributed to prostatitis. He was started on cipro without any change. On examination, he has a very subtle weakness ill his inguinal region and is tender to exam at this point. Therefore, it was felt that given his symptoms, he could benefit from a left inguinal hernia exploration and repair with mesh. He was explained this procedure, its risks not limited to but including the following: damage to surrounding nerves and vesicles to the testicle as well as spermatic cord with the possibility of infertility as well as possibility of damage to ilioinguinal nerve as well as possible recurrence. He gave written permission for the procedure. Procedure: ¿the patient was given 1 gm kefzol IV preoperatively. After induction of general endotracheal anesthesia, his left groin was shaved and then prepped and draped in normal sterile fashion with duraprep. An incision in the skin lines two fingerbreadths above the level of the inguinal ligament was made with a 15-blade knife. This was then deepened with electrocautery through the very thick subcutaneous fat. Hemostasis was achieved with a combination of electrocautery and hemostats with 3-0 silk sutures. The external oblique was eventually identified and mobilized to an adequate length. The external ring was identified and the external oblique was sharply divided medially and laterally to the inguinal ring. The superior and inferior flaps of the external oblique were then mobilized. The ilioinguinal nerve was identified through its course and protected. At this time, the hernia sac and cord contents were mobilized with a penrose drain. Blunt dissection was used to take down the cremasteric muscles and this was taken all the way to the level or the internal ring. There was a large cord lipoma identified with a small indirect hernia defect identified. The cord lipoma was divided with a 2-0 silk suture and sent to pathology. The cord and its vascular supply were identified and preserved through their entire course. At this time, there were no other abnormalities. There was no evidence of a direct hernia. The wound was irrigated with npk solution. At this time, a small perfix plug was brought onto the field and placed into the internal ring. This was secured with interrupted 2-0 prolene sutures. A patch was then placed over the new floor of the inguinal canal. This was secured to the tubercle medially and then laterally along the conjoined tendon. Medially, it was also secured to the shelving edge of the inguinal ligament with interrupted 2-0 prolene sutures. The two tails were tied together to create a new internal ring. It was cut so that there was adequate room without tension, such that a fingertip could be placed easily. At this time, the wound was then irrigated with npk solution. The two plugs and patch had also been irrigated with npk solution. The wound was infiltrated with a total of 30 cc of 0.5% marcaine. The external oblique was then reapproximated using a running 2-0 vicryl suture. Scarpa's fascia was then reapproximated with interrupted buried 3-0 vicryl sutures. The skin was then closed using a running 4-0 vicryl subcuticular stitch. The incision was cleaned and dried and covered with benzoin and steri-strips and an occlusive sterile tegaderm dressing. All instruments and sponge counts were correct. I was present for the entire case. At the end, the testicle was brought back into position.¿ (B)(6) 2001: (B)(6) hospital. [Signature illegible]. Operative note. Pre-operative diagnosis: left inguinal hernia. Post-operative diagnosis: same. Primary surgeon: (B)(6). Procedure performed: left inguinal repair with mesh patch and plug. [Handwritten off to side]: bardmesh perfix plug ¿ small by davol, lot # 43bid126. Type of anesthesia: general. Findings: small indirect hernia. Complications: none. Specimen: cord lipoma. Estimated blood loss: [illegible]. (B)(6) 2002: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Exploratory laparotomy. Surgeon: (B)(6), md. Assistant: none. Anesthesia: general endotracheal anesthesia and epidural anesthesia. IV fluids: 1900 cc of crystalloid. Estimated blood loss: minimal. Complications: none. Findings: proximal dilation with distal collapse, no obvious obstruction point upon entrance into the abdomen. No evidence of recurrent left inguinal hernia or incarceration. Specimens: none. Disposition: the patient tolerated the procedure in hemodynamically stable condition, was extubated and transferred to the post anesthesia care unit. Clinical note: (B)(6)presented to the emergency room with a 1-week history of increasing left lower quadrant pain radiating to his testicle with nausea and vomiting. He had increasing loose stools. He presented to the emergency room in exquisite pain and requiring multiple does [sic] of morphine. Abdominopelvic cat scan showed evidence of a small bowel obstruction. The transition point was proximal barium and no distal filling. Given his significant pain and the findings on cat scan, it was recommended that he undergo exploratory laparotomy for possible bowel resection. He was explained all the risks and benefits including bleeding, infection, scarring, possible need for bowel resection, possible need for ostomy, and the risks associated with general anesthesia including deep venous thrombosis, pulmonary embolism, pneumonia, myocardial infarction, stroke, and death. He gave written permission for the procedure. Procedure: ¿the patient was given 2 grams of cefotetan IV preoperatively. Bilateral scd¿s were placed. After successful placement of an epidural, a foley catheter was placed. After injection of general endotracheal anesthesia, his abdomen was shaved and then prepped and draped in normal sterile fashion with duraprep. A midline incision extending just above the umbilicus to the pelvis was created. Upon entrance into the abdomen, there was no obvious fluid. There was no foul-smelling odor, there was no free air. The bowel was run from the ligament of treitz to the ileocecal valve. There was definite evidence of proximal dilatation with distal collapse with no evidence of obvious area of obstruction at this time. Inspection of the left groin and pelvis revealed no evidence of recurrent hernia. The bowel was then run completely. There were no concerning abnormalities on inspection of the colon. The liver was inspected. It was normal. The gallbladder felt normal. The ng tube placement was confirmed in the stomach. The bowel was then run again from the ligament of treitz to the ileocecal valve. There were absolutely no obvious abnormalities. With this completed, the abdomen was irrigated. The incision was then closed. The fascia was reapproximated with running #1 pds sutures starting at the inferior and superior ends and tied in the middle. The subcutaneous tissue was irrigated. The skin was then closed with staples. The incision was cleaned, dried, and covered with an occlusive sterile primapore dressing. All instrument and sponge counts were correct. I was present for the entire case.¿ (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: partial small bowel obstruction with incarcerated ventral hernia. Postoperative diagnosis: partial small bowel obstruction with incarcerated ventral hernia plus multiple adhesions. Surgeon: (B)(6), md. Assistant: (B)(6), md. Exploratory laparotomy, lysis of adhesions and ventral hernia repair. Anesthesia: general endotracheal. Estimated blood loss: minimal. Indications: mr. (B)(6) is a 36-year-old male who presented last evening with two-to-three-day history of left lower quadrant groin pain. His main complaint had been continued pain and some slight nausea, but he had otherwise had no significant change in his bowels or any fevers or other infectious symptoms. A CT scan of his abdomen confirmed a ventral hernia with some incarcerated bowel and notable, dilated small bowel but air through the colon to the rectum. The patient was decompressed with ng tube suction overnight and the risks, benefits, indications and alternatives were discussed with the patient for proceeding with exploratory laparotomy, likely lysis of adhesions and the repair of his ventral hernia. Findings: multiple interloop and abdominal wall small bowel adhesions. A couple of transition points in the small bowel with dilated small bowel proximally and decompressed distally. Multiple midline ventral hernias/fascial defects. All of the bowel appeared viable. Operative technique: ¿the patient was brought to the operating room and placed in the supine position following spinal anesthesia. General endotracheal anesthesia was initiated. The patient did receive prophylactic kefzol antibiotics. The patient¿s abdomen was prepped and draped in the usual sterile fashion. A midline incision was made a few inches above his umbilicus and down around a symmetric distance below his umbilicus. His old midline, widened scar was excised and passed off of the table. The incision was continued down to the abdominal wall fascia at the superior aspect of the incision. The abdomen was entered at this point in an area of virgin fascia. This was with care to protect the underlying bowel by tenting fascia upwards, followed by tenting the peritoneum up and incising with metzenbaum scissors. The adhesions of omentum to both sides of the wound were taken down with a combination of metzenbaum scissors and electrocautery. The contents of the small abdominal wall hernias, mostly around the umbilicus on both sides of the fascia were relieved of their contents. Of note, there was at least one loop of bowel up in one of the hernias. The midline fascia was then noted to be free from any underlying adhesions and was open to the extent of the incision with electrocautery. The abdomen was then inspected with the above-noted findings. The small bowel was run in its entirety with all interloop and abdominal wall adhesions taken down at this time. There was noted to be significant injury to any loops of bowel and there was noted to be good hemostasis. The ventral hernias which were just to the right of midline, just above the umbilicus were closed with interrupted #0 vicryl sutures in a horizontal fashion. The ng tube was palpated and placement was ensured to be in the stomach. There was no palpable groin hernia in the left lower quadrant, at the site of a previous repair and at the site of the patient¿s symptoms. The abdominal fascia was then closed with interrupted #0 vicryl sutures, the skin and subcutaneous tissued were thoroughly irrigated with npk antibiotic solution. The subcutaneous tissued were reapproximated with #3-0 plain chromic suture. The skin was closed with staples and dressed with primapore dressing. There was noted to be good hemostasis prior to closure. All counts were correct at the end of the case. The patient tolerated the procedure well and was transferred to the post anesthesia care unit stable and extubated.¿ (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Surgeon: (B)(6), md. Assistant: (B)(6), md. Ventral hernia repair with mesh. Surgical indications: the patient is a 36-year-old man who underwent an exploration for small bowel obstruction in 2002. He had an incisional hernia which was repaired in april of 2003. The patient recently reported bulging in his abdomen. He reports feeling a squeezing and cramping feeling concentrated in the left lower quadrant and left upper quadrant. He has experienced some nausea in the past week with one episode of emesis. He has been seen multiple times in the emergency room for abdominal pain. Abdominal films were normal. A CT scan done on the (B)(6) showed no obstruction and no free air but did show a herniation of the bowel in the subcutaneous tissue. He was scheduled to see (B)(6), md in the clinic but presented the day before, to the emergency room again, with recurrent abdominal pain. He was admitted and had an ng tube placed and received IV fluids in preparation for repair of his hernia. Details of the procedure: ¿the patient was brought to the operating room and placed in the supine position. After general anesthesia was induced, the patient's abdomen was prepped and draped in the standard sterile fashion. An upper midline incision was made at the site of the former scar. We excised the scar tissue, carried down the incision down to the level of the fascia. We went through the fascia into the peritoneal cavity and took some time to free up all of the adhesions between the omentum and the fascia and anterior abdominal wall. Once we had freed these adhesions off from the abdominal wall, around the circumference of our incision, we examined the fascia and multiple 2 to 4 cm defects, mostly to the right of midline. We resected a wedge of the fascia, which was filled with defects, in the midline. We then took a 6 x 8 inch composix mesh and approximated to the deep surface of the fascia with interrupted #0 prolene stitches. We were sure to avoid and protect the bowel. We also made sure that the mesh was not under tension. Once all of our sutures had been tied down, we undermined the skin and subcu tissue, just above the fascia. Two #10 french jp drains were placed through small skin incisions inferior and lateral to our midline incision. The drains were placed in the lateral aspect of our mesh repair. The subcu tissue was then closed with a running #0 chromic stitch. The wound was irrigated with saline. Skin was closed with staples. The incision was dressed with gauze and tape and drain sponges. The jps were placed to bulb suction. The patient tolerated the procedure well. There were no complications. He was taken to the recovery room in stable condition.¿ (B)(6) 2003: [facility ni]. [Signature illegible]. Brief op note. Preop diagnosis: ventral hernia. Postop dx: ventral hernia. Procedure: ventral hernia repair with mesh. Findings: ~6cm ventral (incisional) hernia. Complications: none. Estimated blood loss: 125 cm, urine output 1300 cc. Surgeons: (B)(6) md. (B)(6) 2003: [facility ni]. Implant sticker. Davol. Bard® composix® e/x mesh. Implant procedure: ventral herniorrhaphy with gore-tex mesh and lysis of adhesions. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/02857755, 10 x 15 cm]. Implant date: (B)(6) 2004 (hospitalization (B)(6), 2004) (B)(6) 2004: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Anesthesia: general endotracheal. IV fluids: six liters of crystalloid. Estimated blood loss: 100 cc. Specimens: hernia sac. Drains: blake drain in the subcutaneous layer. Findings: there was a dehiscence from the previous surgery of the mesh from the right rectus fascial border. There were numerous adhesions both between the small and adhesions of small bowel to the posterior border of the mesh. There was no evidence of obstruction or bowel ischemia. No signs of infection. The hernia sac contained bowel and omentum, originally measuring approximately 20 x 25 cm. There was thinned out fascia in the llq, inferior to the well incorporated mesh on his left side. This region was in essence a ¿hernia in evolution.¿ indications for procedure: the patient is a 38-year-old man who presents for repair of a large ventral hernia. He had previously undergone ventral hernia repair at an outside hospital, which he developed after an original surgery for small bowel obstruction. He now presents for repair of a recurrent ventral hernia. Description of procedure: ¿the patient was brought to the operating room and placed on the table in the supine position and prepped and draped in the usual sterile fashion. The previous midline scar was excised and dissection was carried down carefully to the level where the hernia sac was encountered. Dissection was then continued very carefully until a border of mesh was encountered. This was dissected away from hernia sac to enable dissection down to the right abdominis rectus fascia. At this point, it was noted that there was mesh overlying the hernia sac and that a previously sutured mesh had dehisced from the right lateral rectus fascia. The rectus fascia on the right was dissected out from the adhesions in the subcutaneous tissue. Next, attention was turned toward the hernia sac. The edge of this had been isolated on the right side. This was then opened with metzenbaum scissors and explored. It was noted that there was bowel within the hernia sac and that the bowel was very tightly adherent to the posterior portion of the previously placed mesh. This was painstakingly dissected away from the mesh and the remainder of the native posterior abdominis rectus fascia. Once this had been accomplished, some adhesions which were noted within the small bowel were taken down. There was a small serosal tear noted from dissection from the mesh. This was repaired using interrupted 3-0 silk sutures. Next, once the rectus fascia had been mobilized from bowel adhesions, the posterior portion was explored. At this point, it was noted that there was another hernia defect in the left lower quadrant, measuring approximately 8 x 8 cm in diameter. The subcutaneous tissue was dissected away from the native anterior rectus fascia in the left lower quadrant. A 10 x 15 cm gore-tex mesh was then laid under the defect and sutured in place using interrupted 0 prolene sutures. This was affixed to the posterior rectus fascia on the left side and the left medial ligament on the inferior side. A running prolene suture was used to suture this in place on the superior most side of the fascia. Next, the remainder of the defect was closed using interrupted horizontal mattress 0 prolene sutures. This was then oversewn using a running 0 prolene suture whip stitch. The fascia was noted to be well approximated with no defects and a low amount of tension. The wound was then irrigated and dried. Any areas of hemorrhage were controlled using electrocautery. The remainder of the skin and subcutaneous tissue was closed using deep dermal interrupted 3-0 vicryl sutures followed by skin staples. A blake drain had previously been placed in the right lower quadrant, run in the subcutaneous tissue layer and sutured in place using a 2-0 prolene suture. The wound was dressed and bandaged with bacitracin ointment and gauze. All counts were correct and the patient was transferred to the pacu in stable condition.¿ see attachment for h10/11 continuation.